Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator upgrade procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited high capture threshold and an upward trend of the pacing lead impedance. It was also noted in the procedure that the lead exhibited an insulation anomaly. On (B)(6) 2019, the right ventricular lead was capped and replaced successfully. The patient remained in stable condition.